Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reas1643 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reas1643) have been reported from the same belgium facility.

Event description:
It was reported that seven days after placement the patient experienced infection issues. The PICC was removed and the bacteria staphyloccocus epidermitis was found within the PICC line. No other information was provided. This report addresses patient one.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per the facility, the infection occurred in the inpatient setting. The dressings on the PICC was not customarily changed 24 hours after placement. The facility did not use biopatch on the PICC dressings. The infection was confirmed by blood cultures. The PICC was used for either tpn or antibiotics. The facility has since organized hospital wide education for the nursing staff on care and maintenance of piccs.